Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after the ped2 stent was delivered to the target position, the mid-segment of the stent failed to open and presented an overall x-shaped configuration. The stent was retrieved twice and redeployed, but the same issue still occurred. It was also reported that when the stent was withdrawn from the body together with the stent catheter, slight deformation was observed at the tip of the microcatheter. To ensure successful opening and deployment of the replacement stent, a new stent and catheter needed to be used instead. The pipeline was used for an indication that is approved (on-label).the reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a fg15150-0615-1s microcatheter, 6f navien 115 guide catheter, 6f long sheath.